Manufacturer narrative:
(B)(4). Date of event is 2022, event day and month unknown. Batch #unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, received notice of claim and medical records from patient¿s attorney which indicate patient underwent a laparoscopic appendectomy, during which findings of acute appendicitis were confirmed. An ¿endoscopic gia stapler¿ was passed through the mesoappendix opening at the base of the cecum and was used to divide the appendix from the cecum. The mesoappendix was then elevated and divided again with a second firing of the endoscopic gia stapler. The appendix was then extracted. The patient was discharged that same day. The next day, the patient presented back to the emergency room with worsening abdominal pain following the surgery. On post op day 3, an x-ray showed an increase in air-filled dilated small bowel loops with scattered air-fluid levels. The patient therefore underwent a diagnostic laparoscopy, during which the surgeon noted a ¿closed loop obstruction secondary to adhesive band from gia staple following appendectomy with 12¿ of ischemic mid small bowel¿ which was resected. The patient tolerated the procedure well and was discharged on pod 8.